Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort due to inappropriate anti-tachycardia pacing and shocks. Upon interrogation, it was noted that the other shocks were aborted since the device deemed that patient had returned to sinus. Further inspection revealed that electromagnetic interference caused the external noise recorded on the device as ventricular fibrillation episodes. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.